Manufacturer narrative:
(B)(4). The actual device was received for evaluation. The volumetric accuracy was tested three times as follows: volumetrics of 125 ml/hr and 25ml was performed twice and the pump tested in specification with no reverse fluid flow: first test: 25.7 ml/hr or 103% of expected volume. Second test: 25.7 ml/hr or 103% of expected volume. Volumetrics was then tested at 250 ml/hr and 25 ml and results were in specification at 25.7 ml or 103% of expected volume with no reverse fluid flow. Vista basic technical safety inspection of electronic and mechanical and flow inhibitor pressure checks was also tested and all results were in specifications. Log review showed no device alarms. Since the actual date of the reported event was not provided, further evaluation was not possible. Based upon the results of the investigation, the pump operated as intended. If additional pertinent info becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: event: "not infusing". Protocol is to infuse via primary line antibiotic or other med and connect to the venous port (while clients undergoing hemodialysis). Medication "does not drip" and "blood backs up the line". One example is of having an antibiotic to infuse at 250ml/hr, "no dripping". They have had to use an alternate MFR's pump "penetech", which is not part of their protocol, therefore, they wish to return unit in for assessment. They are using vista compatible IV sets. Date of occurrence: "over last few months".